Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine, dilaudid, and morphine. The dose and concentration were unknown. The indication for use was non-malignant pain. It was reported that the patient¿s catheter was replaced due to granuloma on (B)(6) 2011. The pump was replaced at this time as well. There was nothing wrong with the pump battery, but they exchanged it anyhow. The catheter issue was resolved. The event date was noted to be fall of 2010.